Event description:
A report was received from a doctor regarding a patient who experienced a corneal abscess after using the contact lenses. The doctor filed a report with the (B)(6) health authority; however, a copy of the report is unavailable. Additional information received via a questionnaire completed by the doctor stated that the patient's handling of the product and hygiene contributed to this event. The corneal abscess occurred on the right eye and there was a corneal ulcer with an anterior chamber reaction. As a result, the consumer experienced physical discomfort, visual discomfort, irritation, severe redness, and severe pain. Further information received via another questionnaire from the physician stated that the ulcer location was in the middle periphery temporal inferior. The outcome is reported as slow but will be favorable. Contact lens wear might resume in the next few months. The treatment is unspecified; however, it is noted that the treatment was "maximal conculting room treatment". The doctor states that it is probable that the patient will end up with an opaque spot outside of the visual axis. No further information is available or expected.

Manufacturer narrative:
The complaint product was not returned for evaluation at this time. The device history record and sterilization record and investigation for this lot are in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).